Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a clogged drain line to the mixer wash cups. The fsr cleaned the wash cups and drain tubing and adjusted the mixer wash cup flow rate. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect potassium results. Some of the patient samples were retested with lower values. The following data was provided: sid, result,(B)(6). No adverse impact to patient management was reported.